Event description:
Cochlear implant does not function in school building due to some unk electrical interference. Cochlear corp has not provided any help in resolving this issue...device is not working. Pt cannot hear.